Manufacturer narrative:
(B)(4). Follow-up will be filed if additional information becomes available.

Event description:
It was reported that the event involved a female patient while in the cath lab. The md inserted the intra-aortic balloon (iab) through the teflon sheath via right femoral artery with no issues. During pumping, possible helium leak alarm went off. As a result, the iab and teflon sheath were removed together as one unit. A new iab was inserted via the same insertion site (right femoral artery) successfully. The patient had mild calcification in the vessel. There were pump strips generated for review. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy just long enough to replace the iab with no harm to the patient. The patient outcome is good.